Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin squirting during priming and insulin pump had motor error. Customer's blood glucose level was unknown. Customer also stated that the insulin pump battery die without warning of low battery. It was also stated that the buttons harder to press, back light was dimmer and alarm volume weaker. There was scratch on the insulin pump, battery cap broken and reservoir cap broken. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm, prime/fill anomalies and low battery alarm due to blank display. Device received with minor scratched lcd window. (B)(4).